Event description:
It was reported that the patient underwent a routine heart transplant on (B)(6) 2022. The patient's system controller was returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history record for the system controller, serial number (B)(4), showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect all equipment including their system controllers, and to avoid using any equipment that appears damaged. Users are encouraged to replace equipment that appears damaged. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: wire fatigue. The heartmate 3 system controller (serial number: (B)(4)) was returned for evaluation following a routine heart transplant. There were no issues reported regarding the controller. A log file was extracted for review upon the controller¿s return, containing data spanning approximately 35 minutes on (B)(6) 2022 (14:06 to 14:41 per time stamp). The controller operated as intended throughout the log file, and no atypical events were observed. The returned controller was functionally tested, and there were no findings that affected pump operation. No further information was provided. The manufacturer is closing the file on this event.